Event description:
Upon investigation, the original complaint for cam movement failure was not confirmed. Final acceptance test was conducted and passed. An internal investigation revealed there was a little bit of substance on the fva pins that were cleaned off with 70% alcohol. There was no obvious damage or disconnection of wires within the unit. Pump was reverted back to manufacturing mode to run functional testing on pump for cam. The pump has passed the cam testing and no problem was found. Pump will be sent to repair to run all functional testing.

Event description:
The following has been reported: brock pump s/n: (B)(6) began alarming "service needed" during infusion as shown below. Red indicator lights were occurring on both channels but was not captured in photo. Infusion could not continue and pump was swapped out. No patient harm. Nurse performed power reset; no alarm after this reset. An initial review of the device logs reveals the following: software bug (cam movement failure). An active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.